Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, g2, h6.

Event description:
Healthcare professional later confirmed right side rupture, confirmed via ultrasound. Healthcare professional later reported "grade 1 capsule".

Event description:
Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformance's noted. Reason for reoperation: rupture.

Event description:
Patient reported rupture. This record is for right side. Device remains implanted.

Event description:
Patient reported rupture. Healthcare professional later confirmed rupture, confirmed via ultrasound. Healthcare professional later reported "grade 1 capsule". This record is for right side. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed broken device assessed as fold flaw opening. ¿ capsular contracture: unable to observe since it is not related to the device. Additional, changed, and/or corrected data: d.9., h.3., h.6.